Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported they received 10, 91033-3 squishon 3 that some were moldy and some were leaking. There was no reported patient incident/injury.